Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 200 mg/dl).

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt (B)(6).